Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer experienced a blood glucose level displayed as "high". A specific bg value not provided. A manual injection of insulin was administered to treat bg. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.